Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer declined troubleshooting with tandem technical support, but was able to successfully resume insulin deliveries. There was no reported impact to customer's blood glucose level.